Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend on the rv (right ventricular) pacing lead was rising. From (B)(6) 2015 to (B)(6) 2015 the maximum rv pacing impedance rose from 836 ohms to 2774 ohms.

Event description:
It was reported that the patient's lead had high pacing impedance. The lead remains in use for high voltage right ventricular (rv) and superior vena cava (svc) coils. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.